Event description:
It was reported that the patient presented with recurring incontinence. A surgical procedure was performed to replace all components, and, in this procedure, the urethral atrophy was confirmed. There were no patient complications.